Event description:
It was reported that the customer was hospitalized due high blood glucose. The customer's blood glucose level was 331 mg/dl. The customer was treated for high blood glucose at the hospital. The customer was admitted to (B)(6) on (B)(6) 2015. The customer was still in hospital. The customer stated that it is very hard to press keys on insulin pump. The customer was advised that we will replaced the insulin pump. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window.